Manufacturer narrative:
On (B)(6) 2024, the patient (pt) sent an email to advise the pt was cleared to return to contact lens (cl) wear. On (B)(6) 2024, the pt called to advise that the eye care provider (ecp) allowed the pt to return to cl wear. On (B)(6) 2024, a call was placed to the pt's treating ecp office and a representative advised on (B)(6) 2024 the pt was cleared to return to cl wear. No additional information was provided. No additional information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Event description:
On (B)(6) 2024, a patient (pt) reported two different acuvue® vita® brand contact lenses (cls) ¿had spots on them like they were ripped.¿ the pt reported having ¿a lot of issues with my eyes and this is causing more problems.¿ on (B)(6) 2024, the pt reported discomfort and a tear on the lens. The pt went to an urgent care on (B)(6) 2024 due to the ¿reoccurring discomfort.¿ the pt also reported redness, irritation, light sensitivity to the sun and pain. The pt reported the doctor advised that the pt ¿ripped the cornea, diagnosis, cornea scratched and the reason for the symptoms.¿ the pt advised the lenses were new, described the ¿spot¿ as a ¿hole that went through the lenses,¿ and reported always checking the lenses before insertion. The pt was prescribed polytrim ophthalmic solution 1 drop three times daily (tid) for 5 days, then return to lens wear after a week. The pt agreed to provide the discharge paper from the urgent care visit. On 29aug2024, the pt provided additional information. Urgent care visit note: (B)(6) 2024 assessment and plan: corneal abrasion. Prescribed: trimethoprim-polymyxin b (polytrim) ophthalmic solution; administer 1 drop 3 times a day for 5 days. Chief complaint: right eye (od) pain, since yesterday. Note: pt presents with right eye pain going on since yesterday after removing contact lenses. Upon examination noted no foreign body however after staining noted small corneal abrasions consistent with the pain. Will start patient on polytrim, precautions were discussed, patient verbalized understanding. Recommend seeing eye doctor for follow-up. Subjective: pt presents with right eye pain since yesterday. Pt wears contact lenses and does not have glasses. Pt removed the contact lenses and ever since has been having some pain in the right eye. Pt states light bothers eye with pain upon opening. Physical exam: eyes: right eye (od): no foreign body or discharge. Extraocular movements intact; conjunctiva/sclera: normal. Pupils: equal, round, and reactive to light. Od: corneal abrasion and fluorescein uptake present. On (B)(6) 2024, a call was placed to the pt who provided additional information. The pt reported placing another lens from the same box, then experienced od pain and will be going to the emergency room tonight. The pt reported an appointment with an ophthalmologist tomorrow but is unsure the pt can wait that long to be seen. The pt advised is unsure if the cls are the ¿problem¿ as the pt was recently diagnosed with an autoimmune disease and has had shingles on the right side of the face twice. On (B)(6) 2024, the pt reported a visit to the urgent care again yesterday, because the symptoms ¿were not getting better.¿ the pt was diagnosed with ¿8 minor ulcers¿ in the od and was directed to continue the same medication previously prescribed. The pt stated another medication was added, but the pt couldn¿t recall the name. The pt will send the urgent care discharge papers. The pt visited an eye care professional (ecp), was fitted with glasses and advised not to use cls during treatment. A follow-up visit was scheduled ¿in a month¿ and the pt agreed to provide an update after the visit. This was determined to be a serious adverse event with the receipt of the additional information from the pt on (B)(6) 2024. On 06sep2024, an email was received from the pt with urgent care discharge papers. Date of visit: (B)(6) 2024. Pt presented with od redness and photophobia. Pt complains of constant eye pain since the am. Pain is worse when in bright settings. The pt reports the issue has occurred on and off since may. Pt visited an urgent care and was advised there was a scratch on cornea. The pt is a cl wearer but does not sleep in lenses. Ocular history: varicella-zoster virus with ¿r v1 involvement¿ ¿pt did have a corneal foreign body od (filament such as a fabric remnant?) With mild surrounding edema that sloughed off surface of eye easily leaving a 0.5 x 0.5 mm. Epithelial defect ¿ 4/15.¿ ¿pt states pain in eye started yesterday. Also occurred (B)(6) and went to urgent care. Was treated with polytrim eye drops but told to go to an ophthalmologist if recurred since they do not have what was needed for an exam. Used this for 3 days and this helped and seemed to return to normal. Pt diagnosed with autoimmune disease 1 month ago. Had similar episode in may treated with antibiotics. Last wore cls in july.¿ assessment/plan: 1. Probable staph marginal keratitis od - will have patient use polytrim drops four times a day (qid), pt has a recheck on monday. If ¿lesions¿ persist, will start on tobradex drops. ¿also, rec lid hygiene and erythromycin ungt to lid margins at bedtime.¿ patient instructions: use polytrim 1 drop 4 times a day in right eye. Apply erythromycin ointment to lid margins at bedtime for 3 weeks. On (B)(6) 2024, 2 calls were placed to the pt for additional information, but were unanswered. Another call was placed to the pt on (B)(6) 2024 with no success. No additional medical information has been provided. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b015dc9 was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.